Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap is sticking out. The customer stated that she did not press the cap while connected. The customer was advised that the possible cause of the alarm was during seating force sensor did not detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.